Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low reader results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer contacted emergency services (es) and a es hcp provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low reader results when compared to unspecified readings obtained on a healthcare professional (hcp) meter. As a result, customer contacted emergency services (es) and a es hcp provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.